Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery with intraocular lens (iol) implantation, the surgeon didn't like the way the lens looked, it looked weird. The surgery was completed on the same day with a backup lens. There was no patient harm.